Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the lot number was not provided. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-13113. Related manufacturer reference number 1627487-2021-13114. Related manufacturer reference number 1627487-2021-13117. It was reported that patient experienced infection at lead and extension sites. Reportedly, the devices were pushing through the skin. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.